Event description:
It was reported that the pt went to the hospital (B)(6) 2010. The doctor found that the impedances between both lead points and ipg were higher than 4,000 ohms. The doctor changed the parameters and the result was the same. So the doctor thinks high degree of suspicion of a link in the loop circuit. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.